Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow and/or outflow. Tears and abrasions through the lunula and/or free margins of all cusps are consistent with historical events for contact with the bias cloth and/or long suture tail wear. All commissures were intact. Remnants of glistening off-white pannus lined the tissue and base stitching adjacent to all cusps, extending to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 2 mm onto all cusps showing a slightly reduced inflow orifice area. Pannus remained attached to the outflow rail adjacent to the right cusp, lining the outflow margin of attachment and 1 to 2 mm onto the leaflet on the outflow. Traces of pannus remained attached to the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis and manufacturing inspection, the reported aortic incompetence is found likely to be attributed by leaflet contact with the long surgeon¿s suture tail and led to cuspal tears. Additionally, reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. (B)(6). (B)(4).

Manufacturer narrative:
It was reported the device would be returned for analysis. A supplemental report will be filed when the analysis and investigation are completed, or if additional information is received. (B)(4).

Event description:
Medtronic received information that this 21 millimeter (mm) valve was explanted approximately 2.5 years after implant after the patient became symptomatic, and was diagnosed with sudden onset of cardiac failure due to aortic incompetence. The valve was replaced with a 23 mm non-medtronic valve. The patient also required implant of a dual-chamber pacemaker following the valve replacement. A photograph of the explanted valve showed leaflet damage and possible tissue overgrowth. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.